Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Change your infusion set every 48¿72 hours as recommended by your healthcare provider. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using supplies beyond labeling, filling the cartridge with an empty syringe, and using off-label ademlog insulin. Tandem technical support provided off-label insulin messaging, as well as the proper supplies labeling and load technique. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 193-300 mg/dl.